Event description:
It was reported that during a procedure of the non-tortuous, eccentric, moderately calcified, 75% stenosed, left main, during advancement, the 5.0 x 12 mm nc trek balloon dilatation catheter (bdc) met resistance with the implanted non-abbott stent. During the first inflation attempt at 10 atmosphere (atm), the balloon ruptured. It was suspected that the balloon may have been damaged by a stent strut. During removal, resistance was noted while retracting the balloon into the guide catheter. A different non-abbott bdc was used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: orbus neichguide wire: sion blue. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for resistance with the stent, resistance with the guiding catheter, balloon rupture or material deformation reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.